Manufacturer narrative:
(B)(4). The complaint was cartridge compartment damage. Battery compartment damage was not reported.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the battery compartment was damaged and the battery cap was unable to be properly secured to the pump. There was no reported power issue. It was reported there was no damage to the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-product analysis: the pump was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the cartridge compartment was observed to be damaged. A cartridge cap was not returned with the pump; a test cap was used for testing and was able to properly secure to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.